Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was notified the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.